Manufacturer narrative:
H3: one of the panels (product: kit svc o2 bi71000424 panel rearcab brkt, serial/lot: (B)(6). Rev. C) was returned to the manufacturer for analysis. Analysis found no failure. The cable for the mobile viewing station (mvs) (product: kit svc o2 bi71000167 cblasy dbl shldmvs, serial/lot: (B)(6) rev. 2) was returned to the manufacturer for analysis. Analysis found no failure. The power supply (product: kit svc o2 bi71000450 power supply psi, serial/lot: (B)(6) rev. F) was returned to the manufacturer for analysis. Analysis found no failure. The x-ray hand switch (product: kit svc o2 bi71000194 switch xray hand, serial/lot: (B)(6) rev. D) was returned to the manufacturer for analysis. Analysis found no failure. H6: additional review indicated codes d16, b21, c21 are no longer applicable to the event. Codes d02, b01, c07 apply to the system (product: base sys bi70002000 o-arm sys o2, serial/lot: (B)(6)), to the cable assembly for the pendant (product: kit svc o2 bi71000954 cblasy rmt pendant, serial/lot: unknown), and to one of the panels (product: kit svc o2 bi71000424 panel rearcab brkt, serial/lot: unknown). Codes d14, b01, c19 apply to one of the other panels (product: kit svc o2 bi71000424 panel rearcab brkt, serial/lot: 805 rev. C), to the cable for the mobile viewing station (mvs) (product: kit svc o2 bi71000167 cblasy dbl shldmvs, serial/lot: (B)(6) rev. 2), to the power supply (product: kit svc o2 bi71000450 power supply psi, serial/lot: (B)(6) rev. F), and to the x-ray hand switch (product: kit svc o2 bi71000194 switch xray hand, serial/lot: (B)(6) rev. D). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system had the radiation disabled symbol on and could not be clear. There was no patient involvement.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424; product ID: bi71000954; and product ID: bi71000167. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The system radiation was disabled. They found visual damage with the handswitch, the umbilical and break out panel. The power supply was out of specification and failing on start up. The replaced all parts, tested and the system performance. They upgraded the generator board firmware from v2 to v3. Returning to customer working. Codes: b01, c02, d02 the cable assy, panel, handswitch and power supply were returned for analysis and are under investigation right now. Codes: b21, c21, d16 cable returned (B)(6) 2024 panel returned (B)(6) 2024 handswitch returned (B)(6) 2024 power supply returned 2024-nov-12 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, lot/serial #: (B)(6) rev. C ; product ID: bi71000167, lot/serial #: (B)(6) ,rev. 2 ; product ID: bi71000450, lot/serial #: (B)(6) , rev. F ; product ID: bi71000194, lot/serial #: (B)(6) ,rev. D. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.